Manufacturer narrative:
With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. There was no device available for analysis and there was no report of a device performance allegation during treatment. According to the medical review, the symptom of dysuria is a known inherent risk of device use as stated in the instructions for use. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Event description:
It was reported that a patient had a water vapor therapy procedure 3 months ago, and the dysuria is still present and is severe. A steroid treatment was provided for the dysuria, but did not provide much relief to the patient. No further information was provided.